Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose and also had under delivery. The customer¿s blood glucose level was 264 mg/dl at the time of the incident and current blood glucose was 480 mg/dl. The customer¿s blood glucose level was 206 mg/dl. The customer was treated with manual injections and insulin pump. The customer alleges pump was under delivering kept giving bolus and blood glucose does not want to go down. The customer performed high pressure test, displacement test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.